Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: yellow particles on outer surface of the device. A leak test was performed which identified particles in the fill channel, these particles were removed and subsequently, no leakage was observed. A microscopic analysis was performed which identified: particles in the fill channel. Fill inspection was performed and identified no blockage in the valve. The events of "suffered bodily injury and resulting suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient representative reported "patient had complaints of why do they feel so heavy, feeling a lot of pressure, feel them moving inside, uncomfortable, extremely hard, and significant implant malposition,¿ and alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life. The losses are permanent or continuing in nature, and patient will suffer them in the future¿. Device has been explanted. This record is for the right side.